Manufacturer narrative:
(B)(4). This is a report of a use error where the patient connected to the setup before priming was complete. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the patient connected to the patient line before priming was completed. The patient stated that they did not open their transfer set. The technical service representative (tsr) had the close all of the clamps and advised the patient to disconnect and start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.